Event description:
Related manufacturer reference number:2017865-2022-38070. It was reported that the patient presented in-clinic for a check. The implantable cardioverter defibrillator post paced t-wave over-sensing. Programming changes were made on the device. The right ventricle lead exhibited intermittent capture, low sensing, and micro-dislodgement. Chest x-ray was performed. The right ventricle lead was repositioned on (B)(6) 2022. Patient was stable.